Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch # jb5dgqn, batch # jg5dggn; MFR. Date: 06/26/2015; exp. Date: 11/30/2020.

Event description:
It was reported that the patient underwent an eye lid margin surgical procedure between (B)(6) 2015 and suture was used for interrupted suturing of lid margin with multiple knots technique. On 7-10 th day post-op, the patient presented absorbed suture and a tissue reaction at the eyelid border. The re-operation was performed. It was also reported that no cultures were performed as there were no indications and there was no evidence of purulent wounds. During the second procedure, the suture appeared intact and no dehiscence or breakage was observed. The surgeon opined that the re-operation was difficult to re-suture and the tissue was not black/necrotic, but dissolves by itself around the thread.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch jb5dgqn; mfg. Date: 02/2015 exp. Date: 06/2020. Batch # jg5dggn mfg. Date: 06/2015; exp. Date: 11/2020.